Event description:
It was reported by the affiliate that the coating of a .014 180cm stabilizer radiolucent guidewire tip fell off after opening the package. It occurred prior to use on patient. A same-like product was used. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(4), cordis lot # 70912485 per (B)(4) report, (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10181123. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that the coating of a .014 180cm stabilizer radiolucent guidewire tip fell off after opening the package and prior to use. A same-like product was used. There was no patient injury reported. Multiple attempts were made without success to obtain additional information. A non-sterile unit of sgw stablizr .014 180cm st ss was received coiled inside of a plastic bag. Waves conditions were observed on distal tip section; a compressed condition was observed at 32 cm from distal tip end; stretched condition was observed at 1 cm from tip end. Guide wire was inspected under vision system and the damages observed in visual analysis were confirmed. Lr packaging l/n# 10181123, cordis lot # 70912485 per lake region report c 14,145: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10181123. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿coating/separated¿ was not confirmed due to the coating was not observed separated. The cause of the event experienced by the customer as the waves, compressed and stressed conditions observed could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. Analysis of the returned device did not confirm the reported event. However, the device had additional defects that were discovered during product analysis. The cause of these defects could not be conclusively determined especially as the device was reported not to have been used. Handling and shipping of the returned device may have contributed to the cause of the failures.